Event description:
The customer states that a positive qc sample with 12-15 donor units tested negative on the ortho provue. Repeat testing using the manual gel method resulted a 4+ positive reaction. No incorrect or erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the probe, wash station, and syringe to ensure no blockage in the fluidics line. The fe reviewed the reported qc failure and it appears that the labels were reversed for the qc. The fe states the issue does not seem to be false negative but rather a labeling error. Repairs have returned this instrument to expected operation. (B)(4).